Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v569217, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation. It was stated the patient saw a "call your doctor" icon and reported a power on reset (por) condition. It was noted the patient tried to turn on their stimulation the day of report and noticed the message on the screen of their programmer. The patient put fresh batteries in the programmer and it did not solve the problem. It was stated the patient was not around any strong electromagnetic interference recently. Reportedly, the patient had a loss of therapeutic effect and was urinating large amounts of urine in smaller spans of time and it scared them. It was noted the patient turned off their stimulation in (B)(6) 2012. It was stated the patient had to go to the bathroom less at night when they had the stimulation off for about 3-4 months. It was noted six days prior to report the patient started urinating 3-4 times per night and could not sleep well. Reportedly, the patient turned their stimulation back on the day of report.